Manufacturer narrative:
Block h6: medical device code a050501 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the handle assembly was returned with the device. It was also noted that the trip wire was partially rolled in the handle assembly, indicating that the knob was initially rotated. The trip wire was not secured in the handle slot. Also, visual evidence suggested that the slack on the trip wire was not removed during the device setup. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot, nor did the handle have evidence that the trip wire was previously secured. Additionally, per the device condition, it is most likely that the slack was not removed properly as mentioned in the instructions for use. Failure to follow these steps could have affected the overall performance of the device by causing the trip wire to slip through the handle assembly and an inaccurate deployment of the bands. Therefore, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Block h11: correction to block g2 (report source)

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophageal varices during an endoscopic submucosal variceal dissection (evsd) performed on (B)(6) 2021. During the procedure, the device could not be deployed normally. It was reported that there was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophageal varices during an endoscopic submucosal variceal dissection (evsd) performed on (B)(6) 2021. During the procedure, the device could not be deployed normally. It was reported that there was no difficulty experience when setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.